Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home and about to routinely change their driveline wound dressing when the system controller alarmed and displayed "pump off". Emergency services was called and when an ambulance arrived the patient was doing well, but their breathing was noted to be a little worse. The controller was exchanged and the pump started promptly after exchange and the values were back in normal range. The patient recovered quickly and was brought to the clinic for a check-up. Evaluation of log files showed a controller internal fault. The patient was doing well post exchange and was discharged one day after one day of inpatient monitoring. Related manufacturer report number 2916596-2022-01534.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review spanning approximately 6 days (02mar2022 ¿ 07mar2022, 01apr2022 per timestamp). Events on 01apr2022 are from product testing at abbott. There was a controller internal fault alarm on 07mar2022 at 16:06:35 in which there were com a and b faults. This alarm cleared after the controller was disconnected on 07mar2022 at 16:06:36 for a controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and did not pass preliminary testing. The unit was not able to operate with a pump. During further testing it was observed that there were damaged fuses in the main pcb of the controller. These fuses were replaced, and the controller was able to operate a pump with no issues. The controller was able to pass functional and burn in testing after this part exchange. The root cause of the reported event was determined to be from damaged fuses on the system controller. The root cause of this damage was unable to be determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.